Event description:
The customer reported the device will automatically start oscillating when the unit is turned on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Technician installed the new power module. Issue was resolved. Performed 7 year + 12k preventive maintenance completed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.